Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the ventricular lead had high thresholds just weeks after implant. The ventricular pacing and sensing polarities had switched to unipolar. After repositioning and reprogramming the polarity back to bipolar, there was undersensing and inappropriate pacing. The lead was removed and replaced. No patient complications have been reported as a result of this event.